Event description:
During the pulmonary vein isolation procedure, the guidewire could not be removed. While inserting the sheath over the guidewire, there was difficulty withdrawing the guidewire. The guidewire was extracted using the dilator and patient skin was noted on the inside of the dilator when the guidewire was forcibly removed outside the patient body. The procedure was completed with a different introducer.

Manufacturer narrative:
Based on the investigation performed, the reported withdrawal difficulties were unable to be confirmed. No resistance or other functional anomalies were noted during guidewire insertion through the dilator. Both the dilator distal tip inside diameter and guidewire outside diameter measurements were within specifications. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported withdrawal difficulties and subsequent skin on the dilator may have been procedure related.